Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative (rep) reported an overdischarge. It was reported that the rep saw the patient in clinic with physician and patient reported her battery has not been charged for several months. Patient was unable to see physician and rep due to covid-19 shutdowns. Patient said therapy was great and is proceeding with scs replacement in future. The rep reported that the patient and physician were proceeding with replacement, but it had not yet been scheduled.